Event description:
It was reported that the switch remained on after pressure was released to discontinue use.

Manufacturer narrative:
It was reported that the switch remained on after pressure was released to discontinue use. We activated the switch through numerous cycles and were unable to duplicate the event. The components and fabric foundation showed no evidence of exposure to excessive heat from extended activity such as the user described. We could find no defect in the performance of the unit. We concluded that this unit performed within parameters, and we could not duplicate the event. As an added precaution, we replaced the switch and electric cord.